Event description:
"Seal leaking badly. Appears to be misshapened. Looks like petals rather than like a cross." Had to stop surgery to replace with another unit.

Manufacturer narrative:
Prod has not been returned to the MFR for evaluation. When prod is returned, will evaluate and submit follow-up report.